Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, the implantable cardiac defibrillator exhibited backup vvi operation. After device software download, normal function resumed. The patient was in good condition.